Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: consequences to patient: unknown. There was a clear visible charring at the left side of the upper jaw. A visible inspection of the jaw. Except for the blood soiling and the charring no further abnormities were found. The mechanical functions were checked. The clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specification which was valid during the time of production. There are currently no further complaints with this lot at hand. The root cause for the problem is most probably design related. One probable root cause in cases like this is not proper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes.

Event description:
It was reported by the healthcare professional to the company sales representative "product began to present "rules" message intermittently and became constant, even if it was used in suitable fabric, leaving to sealing the vessels with consequent bleeding." There was also arcing in the jaw.

Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except the blood soiling, and the charring, we found no further abnormalities. Then we checked the mechanical function. The clamping and the cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. There are currently no further complaints with this lot at hand. Conclusion and root cause: the root cause of the problem is most probably design related. Rationale: one probable root cause is cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage was created by incorrect handling during cleaning the electrodes. A damage during rf-generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system. A CAPA for improvement and better durability was started. Corrected data: corrected manufacturing site address. Corrected patient code.